Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a software error alarm after changing the battery. Customer reported that insulin pump was also under delivering and the time and date had to be reset after alarm. Customer's blood glucose value was 262mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will return device for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the delivery accuracy test. Device was monitored and tested with no low battery alert and software error bad pointe error alarm noted. No unexpected resetting time or date after changing battery noted. Device received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.